Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with overcorrection in the right eye post lasik surgery. Symptoms resolved.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Root cause could be concluded as user error, as a test treatment was performed, and afterwards another treatment (not in test mode) was performed on patient. The manufacturer internal reference number is: (B)(4).